Manufacturer narrative:
It was reported that during installation, the ventilator generated several technical errors including a turbine communication error. The dc/dc & battery control printed circuit board (pcb) was replaced and returned for investigation. The evaluation of received device logs confirms the reported technical errors. The first occurrence is on august 14, 2020, and the date of event will be updated accordingly. When installed in the reference ventilator, three pre-use checks passed and six days of simulated use test ventilation passed successfully. The returned dc/dc & battery control pcb worked as expected. The experienced problems may have been caused by other parts involved in the installation or the installation process itself, but this can not be confirmed. No further problems have been reported.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported during the installation, the ventilator generated a technical error indicating "high tempurature in turbine". There was no patient involvement. (B)(4).